Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred, and it was confirmed that the problem was found in operation room preparing process. The philips field service engineer (fse) inspected the system onsite and confirmed that the collimator was defective. The fse replaced the collimator. After replacement of the collimator, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that the collimator was defective. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) visited the site and determined the collimator was faulty. After replacing the collimator, the device was returned to expected functionality. Philips has started an investigation of this complaint.